Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13605. It was reported that patient deceased and the primary cause of death was unknown. There was no allegation, suspicion, doubt, and/or no information suggesting the death was product-related.